Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. A sample is not available for evaluation.

Event description:
It was reported that a bd insyte¿ IV catheter was placed in a patient while in a hospital. The patient went to an emergency ward on (B)(6) 2016 and received an ultrasound. The ultrasound revealed that a piece of the catheter remained in the patient's arm. The patient was evaluated by a vascular surgeon and the broken piece of catheter was removed via surgery.